Event description:
When surgeon stepped on foot pedal of the unit both the pencil and intended device received current causing a small second degree burn on the pt's abdomen. Biomed stated a relay had failed causing the problem.